Event description:
Screw heads broke off when inserting them into the patient.

Manufacturer narrative:
The affected products were not returned for investigation and the root cause cannot be determined. Based on statistical evaluation, there is no indication for any device related failure. The complaint is added to the complaint trend.